Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the mobile view station (mvs) power cable was pulling apart from wall plug. Internal wires are exposed. The mvs power cord was replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs power cord was returned to the manufacturer for analysis. Investigation confirmed reported problem " power cable pulling apart from wall plug. Internal wires are exposed." Electrical connections are ok. Mechanical damage is limited to the external sleeve due to extra force used by the user. The hardware investigation found that reported event was related to a mechanical failure.

Event description:
A medtronic representative reported that he was informed by the site that they have a damaged power cable for the imaging system's mobile view station (mvs). There was no patient present when this issue was identified.